Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a low blood glucose level of 30 mg/dl. Customer stated that she was disoriented and went low all of a sudden. Customer's current blood glucose level was 208 mg/dl. Customer has treated with food. Customer was advised to monitor the pump and call back if issues persist. Customer stated that she did not have a meal today since breakfast. Customer just had some snacks throughout the day. Customer skipped lunch and dinner. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.